Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusions set leakage event on 01-july-2024 after 1 or 2 days. Infusion set has been used for 1 - 2 days. Leakage under the tapes. No further information available.